Event description:
It was reported that the rv lead had high impedance of greater than 9999 ohms, and loss of capture. The patient is not dependent and the device paces very little. The device system was explanted and not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the proximal segment was returned for analysis. A white substance was observed on the lead.